Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 17 mg/dl and had lost consciousness. The customer was assisted by the police. The customer did not know the cause of the low bg. There was no reported issues with the pump or supplies. The contact informed the customer to discuss the low bg event with a healthcare provider.